Event description:
A customer reported that a patient presented with toxic inflammation of the corneal anterior chamber one day following a prolonged (50 minutes) cataract with intraocular lens implant surgery. A returned questionnaire indicated that the patient was diagnosed with possible endophthalmitis and presented with hypopyon, corneal edema, vitritis, conjunctival hyperemia and decreased iop (intraocular pressure). Intravitreal, intravenous, and topical antibiotics were administered on (B)(6) 2013. It was noted that a culture was not taken. As of (B)(6) 2013, descemetitis persisted with a serious prognosis. Due to "social problems" associated with diogenes syndrome, the patient remains hospitalized, however, his ocular condition has stabilized with slight corneal sequelae and residual vitreous condensations. It was noted that a vitrectomy is not planned. The customer indicated that white powder has been observed in pre-charged iol (intraocular lens) materials, therefore, the facility stopped using them; however, they have since resumed use of the pre-charged iols. The operating room that was used was also temporarily closed for internal investigation. The customer reported that burkholderia cepacia complex was isolated in the distilled water of the statim sterilizer and in the collection siphon. All other facility testing revealed normal results. It was also noted that epinephrine had been added to the bss (balanced salt solution).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).